Manufacturer narrative:
Approximate age of device - 4 years, 7 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system indicated a red heart alarm, and the system controller log file could not be downloaded as the data cable was not transmitting pump parameters to the system monitor. The patient was asymptomatic. X-ray images reviewed by the manufacturer¿s technical services representative indicated a suspect area on the percutaneous lead (driveline). The patient was switched to the backup system controller and the data was still unobtainable, including with the use of a non-grounded patient cable. Additional attempts to download the log file from the primary system controller with the use of a regular (grounded) patient cable were also unsuccessful. The clinicians requested an external replacement of the driveline. On (B)(6) 2018, the manufacturer¿s technical services representatives presented onsite to evaluate the patient¿s driveline. The reported issue that the primary system controller would not communicate with the system monitor was confirmed. A wire phase interrupter test performed indicated an open green wire. A distal end driveline replacement was subsequently performed near the distal end bend relief. The backup system controller was exchanged during the driveline replacement due to a controller fault alarm. No alarms were able to be reproduced after the replacement of the driveline. The clinicians will continue to monitor for any atypical alarms. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of driveline damage was confirmed through evaluation of the returned driveline. The driveline was returned cut approximately 5" from the controller connector. A previous clam shell repair (0116-182) was observed on the connection point between the controller connector and external driveline bend relief. Examination of the driveline found the silicone sleeve was cut approximately 2.5¿ from the controller connector. Electrical continuity testing of the driveline found that the green wire was broken and electrically shorted to the braided shield. The bionate layer was cut at approximately 3.25¿ from the controller connector and an additional 4¿ of the bionate layer was returned and appeared free of damage. The braided metal shield experienced heavy breakdown for the entire returned portion of the driveline. Visual observation of the internal wires showed that the green wire was completely fractured at approximately 2.5¿ from the metal controller connector. Log files were extracted from both returned controllers, pcx-13840 and pc-48250. The log files captured driveline fault alarms as well as pump stops and low speed events throughout both log files. The pump stops occurred when the patient was operating on the power module or mpu. The fracture in the green wire would have contributed to the driveline fault alarms captured in the log files. If the exposed green wire contacted the metal shield, the resulting short would have contributed to the low speed events and pump stops while operating on the power module or mpu. The observed driveline damage appeared to be the result of mechanical trauma. The reported communication issue was confirmed with the evaluation of system controller. The system controller was connected to laboratory equipment and was unable to establish communication. Continuity measurement confirmed an opened/severed condition of the communication wire that attributed to the issue. The conductor breakdown damage appears to be wear and tear related due to the repetitive flexing of the cables during use. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.